Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon aspiration of the sheath and after the farawave catheter was removed from the faradrive sheath, large amounts of air was seen continuously aspirating into the syringe. This air ingress appeared to lessen slightly when the physician covered the valve with their finger. The physician then tried to execute post ablation mapping, however, the physician noticed the same air aspiration following insertion of the mapping catheter. The physician opted to conclude the procedure and not complete post ablation mapping. The procedure was completed at the time of the event. No patient complications were reported. The faradrive sheath is not expected to return for laboratory analysis as it was disposed.